Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that the patient visited the emergency room (ER) with hypoglycemia at 5:00 a.m. On 12-aug-2025. The patient's blood glucose (bg) levels declined to 2 mmol/l (36 mg/dl) while wearing the pod on the arm. The patient was advised to drink a sugary drink called "lifast acting." The patient's bg levels increased to 5 mmol/l (90 mg/dl) and was told to go home at 10:00 a.m. The patient's bg levels decreased again 20 minutes after leaving the hospital and returned to the ER. The nurse (B)(6) at (B)(6) hospital, london suggested the patient to have their personal diabetes manager (pdm) replaced due it 'glitching and delivering too much insulin'. The pdm is no longer turning on. The nurse removed the pod from the patient's arm and was advised to switch to insulin pens. The patient is currently using insulin pens for delivery. A pdm replacement, new cable and plug were sent to the patient.